Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 465 mg/dl, at the time of incidence. Customer was treat with insulin pump for high blood glucose level. Customer did not feel okay to troubleshoot for high blood glucose and they did not want to troubleshoot. The insulin pump will not be returned for analysis.